Event description:
It was reported that a patient underwent a lateral episiotomy on (B)(6) 2011 and suture was used. On (B)(6) 2011 the wound opened. The suture had pulled away from the wound. The surgeon treated the patient with microwaves and ceftiofur sodium injection. Now the patient is getting well.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.